Event description:
Information was received from a patient who was receiving dilaudid (unknown concentration or dose) and baclofen (unknown concentration or dose) via an implantable pump for non-malignant pain. The patient stated that their pump appeared to be malfunctioning. The patient stated that 2 of the last 3 refills, last fill was on (B)(6) 2022, had about 80% of the medication still left in the pump. The patient stated that they get the pump refilled about every 3-4 months and the fill before (B)(6) 2022 was fine but the fill prior to that, confirmed approximately (B)(6) 2021, had a volume discrepancy but the patient does not know how much medication was left in the pump at that time. The patient stated that in (B)(6) 2021 they did a catheter dye study and the patient was told that every thing was fine. The patient stated that they will be doing another catheter dye study next week with the purple dye. The patient stated not getting pain relief, in severe pain, not getting medication, is recent widow which a lot of aggravation connected with this, and now having to drive 165 miles round trip to have the pump checked.the patient noted that the pump was not alarming. Additional information clarified that there was not a dye study done in (B)(6) 2021, reporting no dye was used and the healthcare provider just used fluoroscopy to visualize the catheter. The patient reported they were presuming the pain was related to stress and mental pain of losing their husband but their managing healthcare provider acknowledged some of the pain was related to the pump therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ a portion of the catheter was returned for analysis. Analysis found ¿catheter sutureless connector ¿ tearing/coring in seal ¿ leaking seen during pressure testing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on 23-feb-2022 and it was reported that a dye study was performed on (B)(6) 2022 and the catheter was not able to be aspirated or push dye through. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study done on (B)(6) 2022 and a refill volume discrepancy of 15ml on (B)(6) 2022. The catheter would be revised (B)(6) 2022. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The pump was delivering baclofen 500mcg/ml at 6252mcg/day and dilaudid 0.8mg/ml at 0.1mg/day.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial#: (B)(6), implanted: 2007 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are :ubd 2009-06-14, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.